Event description:
On (B)(6) 2024, patient underwent tlif surgery at l4-l5. Shortly after patient reportedly fell and had no back pain or radiculopathy but began physical therapy. Over the following weekend did something to cause implant back out, result in severe leg pain, weakness and trouble walking. Radiograph depicted device posterior migration. As a result, revision surgery occured on (B)(6) 2024.

Manufacturer narrative:
The device could not be evaluated as it was as discarded by the user facility. Image of device migration confirmed the complaint. DHR review cannot be completed at this time as the lot numbers was not provided. Unknown factors include: patient activity at the time or prior to the event (physical therapy), patient bone quality, the degree of spinal instability , the degree of pseudarthrosis, patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (patient's fall as reported.) These factors dictate the longevity of the implant. Root cause cannot be determined. Labeling review notes: "possible adverse effects". 3. Loss of fixation (implant migration).